Event description:
It was reported that during a laparoscopic total gastrectomy, the anvil and the attached trocar chip were not joined properly. The event occurred when the device was checked before using on the patient. It was difficult to join and release these devices with normal force. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived and in good visual condition and with the staple retainer present. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocar exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The appropriate engineering personnel have been notified. A batch record review was performed and no anomalies were found during the manufacturing process.